Manufacturer narrative:
The suspect product is the aviva test strip.

Event description:
Customer reportedly received results of 160 mg/dl and 90 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter serial number unknown, test strip lot number and expiration date unknown.